Event description:
It was reported that the ventilator was not turned on during preventive maintenace. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator was not turned on during preventive maintenance. Our field service engineer (fse) investigated the ventilator on site. The pins on the control cable was found to be broken and the fse solved the reported issue by replacing the control cable. The control cable connects the user interface and the patient unit. The control cable connectors must be connected carefully to avoid damages on the connector pins. The root cause as to why the pins were broken cannot be established by this investigation.

Event description:
Manufacturers ref: (B)(4).